Manufacturer narrative:
D10: concomitants: 300-30-06 equinoxe preserve stem 6mm, 320-36-00 36mm humeral liner +0 unconstrained, 320-10-00 equinoxe reverse tray adapter plate tray +0, 320-31-36 glenosphere, 36mm, 320-35-01 small glenoid plate. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the bone fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient underwent a reverse total shoulder arthroplasty, subsequently, ten (10) days after the initial implant, the patient experienced pain after increased activity while entertaining a holiday meal. The patient was reported to have an acromial fracture (type 1). Immobilization of six (6) weeks was required. The patient¿s outcome was last known as continuing. No additional information was reported.